Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the l4 lead had migrated. The patient underwent surgical intervention on (B)(6) 2018 where it was determined the l4 lead had migrated. The l4 lead was left implanted since the patient is receiving effective stimulation with the l3 lead. Postoperatively, the patient is receiving effective stimulation with the l3 lead that remains implanted.